Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that several pause/asystole episodes which showed evidence of undersensing due to loss of contact. The patient had no symptoms over the period of time when the episodes occurred. The device remains in use. No patient complications have been reported as a result of this event.